Manufacturer narrative:
Medwatch number: mw5081682. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that patient underwent an unknown breast augmentation with unknown saline breast implants which the patient reported constipation, candida, excessive weight gain despite a very strict diet and working out 5-6 days a week; food sensitivities, severe adrenal fatigue, hypothyroidism; severe brain fog, heavy metal toxicity, blurred vision, tinnitus, severe fatigue; low libido, low temperature, low blood pressure, constant headaches, memory loss, hair loss, reoccurring colds; slow healing, inflammation, constantly cold-hands and feet, skin rashes; 90% of my symptoms are gone. As a result patient had the device removed on 2017. This report is for the right implant.

Manufacturer narrative:
On 4/16/2019, mentor decided for optimum codification, update the patient code generalized illness to autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Med watch number: mw5081682. New information from received med watch indicated that the device was mentor saline, cat and lot are unknown. Date of implant updated to (B)(6) 2008 and explantation date was on (B)(6) 2017. This report is for the right side. Manufacturer¿s reference number: (B)(4).